Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported issue could not be duplicated. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there is excessive artifact in any images that are taken with the imaging system. The site tried doing rad calibrations, but this did not improve the situation. There was no patient present when this issue was observed.